Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. After the alarm, the customer stated that the alarm would be cleared and insulin delivery was resumed. As the occlusion alarms had occurred in the past, tandem technical support was unable to troubleshoot.